Manufacturer narrative:
(B)(4). Customer complained about crack in the side of the battery compartment found on event date october. 07, 2021. Insulin pump perform visual inspection and found missing retainer, missing reservoir tube o-ring, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment, serial number label missing and missing display window cover. Test reservoir, p cap does not lock properly inside the reservoir tube due to missing retainer. Unable to perform displacement test due to missing retainer. Insulin pump was confirmed for physical damage on the cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Unable to perform displacement test due to missing retainer. Insulin pump was confirmed for physical damage on the cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had ump does not turn on anymore. It was reported that there was a crack on backside of it. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.